Manufacturer narrative:
A covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The cse then performed the extended self test (est), the short self test (sst) and the performance verification test (pvt). The unit passed all testing. Covidien reference: (B)(4).

Event description:
A report was received from the USA stating that an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred.